Manufacturer narrative:
Correction: d6a implant date should have been (B)(6) 2011 rather than (B)(6) 2011.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had an overestimation episode. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.